Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 43 mg/dl and the insulin pump went into threshold suspend while she was sleeping but her blood glucose was 192 mg/dl. The customer turned the sensor feature off and changed the sensor the next morning. The customer stated she has had nights were the sensors readings were 100 to 200 points apart from the blood glucose level. The customer was advised that pressure on the sensor can affect the readings. Two sensors were replaced but product was not returned for analysis.